Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device is alarming: error, cannot start pump without latch and locked cassette. Per reporter, the device has scratches on the screen and needs a software update. Per reporter, this event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have multiple medium alarms displayed, "cannot start pump on." The most likely/suspected cause of the customer reported problem was an intermittent downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, dso bezel, and latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.